Event description:
It ws reported that balloon rupture occurred. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 9 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.